Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient did not seek medical attention and continued use of the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): initial use. Electrode belt sn (B)(4): 07/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The son of a (B)(6) female patient contacted zoll customer support to report that the patient was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detection. The patient was treated at 08:16:17. The rhythm at the time of the treatment and the post-shock rhythm are unknown due to noise and artifact. The patient's son reported that the patient heard the alarms but did not press the response buttons. The response buttons were pressed after the treatment was delivered. The patient did not seek medical attention and continued use of the lifevest.